Event description:
The patient reported that she experienced a blood glucose (bg) of 32 mg/dl. She reported that a family member assisted her with treatment; the patient consumed oral carbohydrate and her bg resolved. The patient reported she had issues with the load step and loss of prime warnings. After these issues, she loaded the cartridge with the cap loose, tightened the cap, attached to her body, and primed for a bolus. Customer support concluded that the patient's bg decreased to 32 mg/dl due to priming while attached. The user guide and the pump screen advise the user to disconnect from the pump during rewind, load, and prime steps. This report is made based on the allegation that the patient experienced hypoglycemia as a result of use error.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was evaluated and found to be delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.